Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: boston scientific obtryx transobturator mid-urethral sling system and a pinnacle pelvic floor repair kit: (B)(6) 2010, boston scientific uphold vaginal support system: (B)(6) 2011, ethicon tvt-exact: (B)(6) 2013, bard alyte y mesh graft: (B)(6) 2013. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a boston scientific obtryx transobturator mid-urethral sling system and a pinnacle pelvic floor repair kit on (B)(6) 2010 and the uphold vaginal support system on (B)(6) 2011 at (B)(6) hospital in (B)(6) by dr. (B)(6). The patient was also reportedly implanted with an ethicon tvt-exact and a cook surgisis device on (B)(6) 2013 by dr. (B)(6) and bard alyte y mesh graft on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The patient was reportedly implanted with a boston scientific obtryx transobturator mid-urethral sling system and a pinnacle pelvic floor repair kit on (B)(6) 2010 and the uphold vaginal support system on (B)(6) 2011 at (B)(6) hospital by dr. (B)(6). The patient was also reportedly implanted with an ethicon tvt-exact and a cook surgisis device on (B)(6) 2013 by dr. (B)(6) and bard alyte y mesh graft on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.